Event description:
It was reported a patient has bilateral intraocular lens (iol) implants and complains of double vision and wants to have his lenses removed. The patient status is reported as permanently impaired. The patient's daily activities is significantly affected. Through follow up, it was learned that the symptom is debilitating to the patient. The debilitating condition was not reported. Therefore, the lens is planned for an explant in the middle of september. No other information was provided. This report captures the lens implanted in patients second eye. A separate report will be filed for the first eye.

Manufacturer narrative:
Section a4: patient weight, a5: ethnicity: unknown/asked but not provided. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1 telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information through follow up, it was learned that the explant in the right eye was performed on the (B)(6) 2023. Another johnson & johnson lens, model dib00 21.0 diopter was successfully implanted as a replacement. The patient was in perfect condition when discharged. There was no medical or surgical intervention outside of standard care required. No other information was provided. The following sections have been updated accordingly: section d6b: if explanted, give date: (B)(6) 2023. Section h6: health effect - impact code 4629 captures explant. Section h6: type of investigation: 4114 device not returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.